Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 19-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer's reported problem "ec 46510" was duplicated. Upon powering up the device on customer programming, alarm was sounding off constantly, displaying ec 46510. The cause of the reported issue was the board malfunction. Replaced the pwa (printed wireless assembly) board to fix the customer's reported problem and bring pump into full functionality. Device passed all functional & accuracy testing after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed ec 46510. Found during testing. No further information provided.